Event description:
It was reported that a new device was being connected to this chronic lead. After therapy delivery, the device reported a shocking lead impedance of less than 20 ohms and had an associated alert for possible output stage damage. The lead was explanted.